Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was over 511 mg/dl at the time of incident and other blood glucose value was 511 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer stated that infusion set had bent cannula. Customer treated with insulin shot. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.